Event description:
This case was reported by a consumer via email and described the occurrence of anemia in a (B)(6) male pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date in 1974, the pt started super poligrip (dental). "In the past four years", at an unk time after starting super poligrip, the pt experienced anemia, joint soreness, upper back pain and low back pain. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the outcome of the events was unk. Pt has been using super poligrip since 1974, in the last four years he has developed some strange ailments, such as anemia, soreness in the joints, upper and lower back pain and he will discontinue use of super poligrip today. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).